Event description:
On january 21st 2022, senseonics was made aware of an incident where user experienced false hyperglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.